Event description:
Boston scientific received information that field representative was concerned that the crt-d had reached elective replacement indicator (eri). The gas gauge was all the way down to the left. Boston scientific technical services (ts) further explained that device will have 90 days from eri to end of life (eol) and reviewed device mode and limited functionality. This device was implanted 2009 and as per boston scientific crm product performance report manual, this device did not met its labeled longevity. Additional information received from the field representative indicates that patient was scheduled for device changed out however, it was cancelled due to medical problem. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.